Event description:
It was reported that the patient received unanticipated therapy. The physician determined the therapy to be rapid svt. The device was programmed to a single zone, and arrhythmia fell into vf zone which resulted in immediate therapy. Interrogation showed two polymorphic vt episodes resulting in successful treatment. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.